Manufacturer narrative:
If additional information is received that changes the outcome of the investigation, a follow-up report will be filed.

Event description:
It was reported that first-stage surgery with incore lapidus system was performed (B)(6), 2024. After 2 weeks on (B)(6), when second-stage surgery to shorten the metatarsus was performed, during the surgery the surgeon found that the incore's screw on the bottom side was fractured. After the initial surgery, the patient was fitted with an unloading brace on the big toe. However, the screw appeared to be broken off. Re-operation is being planned, but no date has been set and the nature of the surgery is not known.